Event description:
It was reported in a literature review that a pediatric patient underwent surgical correction of large subpulmonic vsd with inlet extension and left and anterior malposition of the aorta on an unknown date and absorbable hemostat was used. Surgical correction involved arterial switch operation and vsd patch closure and the cardiopulmonary bypass was weaned off easily in sinus rhythm. There was bleeding around the posterior inaccessible left coronary button, which was controlled with absorbable hemostat. The mediastinal drainage volumes were negligible during the observation in the postoperative intensive care. The following day, there was a cardiac arrest due to ventricular fibrillation that failed external defibrillation. The chest was reopened for internal cardiac massage. The surgical bed revealed swollen absorbable hemostat behind the aorta under the left coronary button. There was an immediate hemodynamic recovery after removing the mass. The subsequent postoperative course was uneventful. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.